Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an "IV clamp not function". Later the customer clarified the reported condition was referring to problems loading the device; this condition had the potential to interrupt delivery. This condition was found in the biomed department after delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a flo-gard infusion pump with an "IV clamp not function" was confirmed by service. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made. Additional information: a service history review revealed that this device was previously serviced for a similar reported condition, "alarm insert clamp"; the slide clamp assembly was replaced to fix the reported condition.